Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # sb007090 and # sb070120. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient was implanted with a bolt on and 6 months post-op the bolt has allegedly broken. Revision is planned for the middle of june. No additional information is available at this time.